Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event was not confirmed on provided x-ray copies; the referenced plate appeared not to be broken ¿ neither was a deficiency alleged. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling was not performed since referenced plate appeared not to be broken ¿ neither was a deficiency alleged. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a 59 year-old male patient; 173 cm / 81 kg had initially been treated with a t2alpha retrograde nail which broke after approx. 1 year of implantation. Simultaneously above plate had been implanted with the nail. Provided x-ray copies were sent to a health care practitioner for review. His comments in extracts: ¿the available x-ray copies revealed non-union after an implantation period of approx. 1 year. A radiological metaphyseal gap of 2-3 cm, at the level of the broken locking screw hole, initially causing micro movements, and resulting in hypertrophic/partly atrophic non-union is a likely outcome. A nail, firmly connected to the implanted plate, could neither be confirmed nor excluded.¿ as no rigid connection between nail and plate was proved the use of nail and plate for the same indication could not be named off-label-use. Based on investigation, the root cause was attributed to a patient related issue. The nail failure was caused by inappropriate bone healing contributed by suboptimal placement of the nail implant. The plate did not present a failure. H3 other text : device disposition unknown.

Event description:
It was reported that a t2 alpha retrograde and axsos distal lateral femur plate failed resulting in a revision.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a t2 alpha retrograde and axsos distal lateral femur plate failed resulting in a revision.